Event description:
The customer reported the system exhibited a communication error. This error will likely preclude the system from booting up or result in a system lock up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.